Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had perforated the heart. The lead had high thresholds and was causing diaphragmatic stimulation. The lead will be capped and replaced. No further patient complications have been reported as a result of this event.